Manufacturer narrative:
(B)(4). Pump received with broken battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. The pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Due to critical pump error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back side of battery. Customer stated that insulin pump was dropped and it was hit to floor. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.